Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the orientation of the tip of the device was incorrect when it emerged from the scope ("more like of 8 o'clock where it was supposed to be in an 11 o'clock position"). The device was then removed from the patient, and while performing the device exchange, the catheter (rx channel) was inadvertently torn through the tip of the device. The procedure was completed with another hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 18 years of age. (B)(4) for the event: catheter torn. Visual evaluation of the returned device found that the working length and distal tip of the device were twisted and the rx channel was extended and torn. The exposed cutting wire length was measured and found to be within specifications. Functional evaluation found that when the distal tip emerged from the scope, the orientation of the tip was at 1 o'clock due to the twisted tip. After the handle was rotated to untwist the tip, it was found that the tip orientation was at 9 o'clock, within specifications. In addition, the tip bowed properly. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since anatomical/procedural factors likely limited performance of the device. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.